Event description:
It was reported that electrogram (egm) review of the pacemaker system, implanted with this right ventricular (rv) lead, indicated that sudden brady response (sbr) was inappropriately triggered while the patient was sitting on the couch at home. It was noted that this rv lead was currently being monitored due to known over-sensing and abrupt drops in rv pace impedance measurements over the past year. Upon review, technical services (ts) explained that this rv lead over-sensing contributed to the fast pacing rate observed on the stored event. Sbr uses a weighted average of the ventricular rate to calculate the provided therapy rate, and rv over-sensing impacted this calculation resulting in the observed inappropriate sbr pacing. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).